Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the health care provider (hcp) was unable to update the pump to deliver a 50 microgram bolus. The hcp got a pump memory error message about the pump and catheter data. The system was being used to deliver baclofen.